Manufacturer narrative:
The device has been returned and evaluated by animas on 08/06/2014 with the following findings: the ok button was intermittently unresponsive. Contamination was found underneath all of the keypad button contacts. Unrelated to the keypad, the bolus button was torn but still responded normally. The display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the keypad buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of a serious injury associated with this complaint.

Manufacturer narrative:
Follow up #1 07/21/2014 correction:the report source has been corrected to foreign and distributor from distributor and consumer.

Manufacturer narrative:
The device has been returned to animas, but not yet evaluated. When evaluation is completed a supplemental report will be filed. (B)(6).